Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/13/2013 with the following findings: the keypad is peeling at the up button. The up, down, and ok buttons are unresponsive. The contrast button responds properly. The ok button was found to be inverted. There was contamination under all of the button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient reported that ok and arrow buttons are barely responding; this issue started 1 week ago and has progressively gotten worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.